Event description:
It was reported that due to intravesical bleeding, the patient continued to undergo bladder irrigation through a three-lumen urinary catheter. At around 22:10 at night, the nurse on duty found that a large amount of light yellow fluid was exuding from the patient's urethral opening. The nurse notified the doctor that the ultrasonic examination showed the shadow of the intravesical tube, but no water sac. After filling the water bag with water, a cloud sign was visible in the bladder. It was judged that the water bag had ruptured, and the three-lumen urinary catheter was replaced according to the doctor's instructions. Ultrasound examination showed that the water bag was in place and the drainage was smooth, and bladder irrigation was continued. The patient was conscious throughout the entire process. They reported no discomfort and no obvious changes in their vital signs.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be the catheters was contact with sharp object or exposure to petrolatum based products. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The labeling and instructions for use were found to be adequate. "Do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.